Event description:
A consumer reported that contacts were torn, and they are not holding up. Contact also torn in left eye. The consumer experienced eye infection and used eye drops for it also experienced scratched cornea. The current status of the consumer's eye is not known at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. All samples were visually inspected and acceptable for evaluation. Two sealed lenses were selected for further inspection. Both samples were found to meet manufacturing specifications for package integrity, ph, osmolality, surface, edge, base curve, and diameter. The device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria. A failure of the device, labeling, or packaging to meet specifications could not be confirmed. As such, no clear relationship can be established between the device and the reported incident or adverse event. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: 2022-17035